Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) of revf0204 showed no other similar product complaint(s) from this lot number.

Event description:
Pt had a genuine reaction to her PICC. I just had finished putting her PICC line in (single lumen) and was ready to apply dressing when she started complaining her lips being numb, itching to hands and feet, tongue swelling. Her b/p dropped in 70's and hr was in the 170's. They called a (B)(6). Finally when her doctor came up to room he had me d/c the PICC. (The intern didn't believe it was the PICC.) It did seem like a panic attack, but progressed with swelling of lips and blotchy rash over legs etc. She was given a bolus, benadryl and steroids and transferred to cic. She looks much better now and is scheduled for a CT to check soft tissue of her throat. She still feels throat is swollen.